Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 11 months post implant of this mitral annuloplasty band, it was explanted and replaced with another mitral annuloplasty band of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.